Event description:
On (B)(6) 2025, a reporter for the lay user/patient contacted lifescan (lfs) united states, alleging that the patient¿s onetouch ultra meter read inaccurately erratic and inaccurately high compared to her normal readings and compared to an emergency medical service (ems) meter. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter inaccuracy began on an unspecified date in (B)(6) 2022. The reporter claimed the patient obtained erratic high blood glucose results of ¿over 500 mg/dl¿ with the subject meter. As a result of the alleged issue, the reporter stated the patient was started on insulin. At 10:40 pm on an unspecified date in (B)(6) 2022, after the alleged issue began, the reporter claimed the patient developed symptoms of ¿forehead was sweating, face was cold, and she was rolling her eyes back¿. Ems were reportedly notified for assistance, and the reporter treated the patient with food and drink on their advice. The reporter stated the patient received a high result with the subject meter when compared with the result obtained on the ems meter (no specific results were provided). Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.